Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to foreign substance in the flow screens. The flow screens were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a"self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.